Event description:
It was reported the patient had an intermittent complaint of feeling the bolus while it was being delivered via her flex dosing schedule and was causing the patient discomfort and pain intermittently. The patient was inflex program and had 13 steps programmed and each bolus was between 8-10 minutes and this was the most effective for the patient. However; certain boluses consistently, but intermittently caused more pain during boluses. The cause of the issue was first reported as unknown and then it was reported it was attributed to the catheter and drug effects. The patient had been complaining of this intermittently for a while. The pain was when the pump was blousing at certain times of the day. It was noted the catheter tip was in the lower thoracic at t10 or t11 and it was unknown if the event was due to the catheter and what the issue was. The physician wanted to know if there was a history of this complaint and how to alleviate the problem. It was noted a dye study was performed and was normal and the healthcare provider (hcp) was unable to replicate the discomfort with the dye study. It was reported there was a small decrease in total doses. The patient was on the maximum allowable boluses per day and was very happy with it and had been on this for 1-2 years. The patient was being effectively managed with current drug and dosing regimen; however continued to have complaint of intermittent discomfort and the issue was ongoing. At times she was getting numb due to marcaine, but did not want to lower it. Generally, the pump was very helpful and the patient was happy with less oral drug, but overall was still reducing drug. The pump was being used to deliver clonidine, bupivacaine, baclofen, and dilaudid. Additional clarifying information was requested regarding the catheter issue, but was not available as of the date of this report; a follow up report will be submitted if additional information is obtained.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported that there was a volume discrepancy problem where the actual residual volume (arv) was greater than the expected residual volume (erv). They were expecting 2.5ml, and got back 5.5ml. The reporter only had the measurements from the date of the report, but the hcp stated it was the past 2 refills that had been off. Then the patient¿s spouse stated ¿it was more like the past 4-5 refill that have been off.¿ the logs were reportedly normal.

Manufacturer narrative:
(B)(4).